Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: cmrm6133, antibacterial absorbable envelope; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a revision procedure in which a antibacterial absorbable envelope was implanted the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was extracted. No further patient complications have been reported as a result of this event.